Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with an artificial urinary sphincter (aus) that was not working. Upon explant, it was identified that the aus balloon was empty and would leak from the tubing junction when tested. A new aus balloon was implanted. There were no patient complications reported.